Event description:
It was reported that a pump alarmed for a system error. The customer did not provide any additional info. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation was able to confirm and reproduce a system error 322 alarm. It was determined that the alarm was caused by loose upper latch switch bracket screws, which allowed the upper latch switch to move in and out from the upper door latch. The evaluation found that the upper latch switch was not positioned properly on the flex. As a result, the upper aux assembly has been replaced. System error 322 will occur when the pump transitions from the door open state to the door close/set-loaded state and the lower link switch does not activate.